Event description:
It was reported the patient was experiencing ineffective stimulation due to the leads migrating. The ipg was also inoperable. It is unknown if the ipg depleted prematurely. Surgical intervention took place wherein the system was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B5: correction; additional information received the patient was experiencing uncomfortable stimulation not ineffective stimulation.

Event description:
Additional information received the patient was experiencing uncomfortable stimulation not ineffective stimulation.